Event description:
The customer contacted physio-control to report that when attempting to power their device on, the power led will remain illuminated but that its display will stay blank. This type of behavior could indicate a failure of the device to boot-up/power on. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, the power led will remain illuminated but that its display will stay blank. This type of behavior could indicate a failure of the device to boot-up/power on. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.